Event description:
A malfunction alarm occurred, and it was identified as malfunction code malf 0, with no ability to reset the code. There was no adverse impact on the customer¿s blood glucose level. The pump was within the warranty period, and tandem technical support arranged for its replacement. The customer was instructed to switch to multiple daily injections (mdi) as a backup insulin therapy. Additionally, the customer was guided to put the pump into storage mode before returning it and agreed to send the malfunctioning pump back using a pre-paid label within 10 days.